Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report that the receiver screen is frozen on (B)(6) 2015. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).